Event description:
Reporter stated that the button of the pen was unresponsive when trying to adminsiter themselves with mounjaro. Reporter stated that they were pushing the button but never heard a pop which signifies that medication is being administered.